Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('vague cystic-appearing areas present within the myometrium surrounding the embedded essure wire') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. 12475788, 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, hair loss and vaginal haemorrhage. Concurrent conditions included overweight. Family history included renal disease (father.) And thyroid disorder (mother.). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced pelvic pain ("pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse"), fatigue ("fatigue/exhaustion") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts/cysts on ovaries / I get cyst "), 5 years 9 months after insertion of essure. In (B)(6) 2018, the patient experienced sinusitis ("sinus infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("pain: low back"), endometriosis ("endometriosis"), bronchitis ("bronchitis"), abdominal distension ("stomach bloating"), flank pain ("left side pain"), menstruation irregular ("my period will go and out sometimes 2-3 weeks."), lung disorder ("lungs were full of fluid"), ear infection ("ear infection"), cough ("lingering cough"), flatulence ("gas pain"), constipation ("took stool softener - no problem with constipation"), dizziness ("lightheadedness") and nausea ("nausea") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ibuprofen and surgery (ablation on (B)(6) 2014 and on (B)(6) 2018, hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dysmenorrhoea, alopecia, uterine leiomyoma, weight increased, back pain, endometriosis, sinusitis, bronchitis, abdominal distension, flank pain, menstruation irregular, lung disorder, ear infection and cough outcome was unknown, the menorrhagia, vaginal haemorrhage, dyspareunia, ovarian cyst, constipation, dizziness and nausea had resolved and the pelvic pain, fatigue and flatulence was resolving. The reporter considered abdominal distension, alopecia, back pain, bronchitis, constipation, cough, dizziness, dysmenorrhoea, dyspareunia, ear infection, embedded device, endometriosis, fatigue, flank pain, flatulence, lung disorder, menorrhagia, menstruation irregular, nausea, ovarian cyst, pelvic pain, sinusitis, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 180 lbs. Approximate weight at time of essure placement: 160 lbs. Lot number: 12475788, manufacture date: 2011-01, expiration date: 2013-12. Lot number: 789026, manufacture date: 2010-10, expiration date: 2013-10. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: (as per pfs): total bilateral occlusion. (As per mr):occlusive essure devices. Pathology test - on (B)(6) 2018: attached to left fallopian tube at fimbriated end is a cluster of thin-walled clear fluid-filled paratubal cysts up to 0.6cm greatest dimension. Left ovary sectioning reveals polycystic cut surfaces. Uterine serosal surface with scattered areas focal hyperemia, along with prominent bulging subserosal tan fibroid nodule 2.5cm greatest dimension. Cervical os bivalving reveals congested endometrial chamber 4.5 x 1.4cm. In place within right cornu is a metallic essure wire. A second wire is found lying free within the specimen container. Vague cystic-appearing areas present within the myometrium surrounding the embedded essure wire. Ultrasound pelvis - on (B)(6) 2017: heterogenous echotexture noted to myometrium. Two cystic areas within fundal uterus measuring 9mm and 1.0cm. Endometrium irregular, fluid within canal measuring 5mm. Left ovary complex cyst measuring 2.2 x 1.7 x 1.7cm. Free fluid noted. Concerning the injuries reported in this case, the following one/ones were received via social media: sinusitis, bronchitis, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: information received via social media. New events added: sinus infection, bronchitis, stomach bloating. Flank pain, flatulence, lung disorder, menorrhagia, menstruation irregular, nausea, constipation, cough, dizziness. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('vague cystic-appearing areas present within the myometrium surrounding the embedded essure wire') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. 12475788, 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, hair loss and vaginal haemorrhage. Concurrent conditions included overweight. Family history included renal disease (father.) And thyroid disorder (mother.). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced pelvic pain ("pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/exhaustion") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts/cysts on ovaries"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("pain: low back") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ibuprofen and surgery (ablation on (B)(6) 2014 and on (B)(6) 2018, hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dysmenorrhoea, alopecia, uterine leiomyoma, weight increased, back pain and endometriosis outcome was unknown, the menorrhagia, vaginal haemorrhage, dyspareunia and ovarian cyst had resolved and the pelvic pain and fatigue was resolving. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 180 lbs. Approximate weight at time of essure placement: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: (as per pfs): total bilateral occlusion. (As per mr):occlusive essure devices.. Pathology test - on (B)(6) 2018: attached to left fallopian tube at fimbriated end is a cluster of thin-walled clear fluid-filled paratubal cysts up to 0.6cm greatest dimension. Left ovary sectioning reveals polycystic cut surfaces. Uterine serosal surface with scattered areas focal hyperemia, along with prominent bulging subserosal tan fibroid nodule 2.5cm greatest dimension. Cervical os bivalving reveals congested endometrial chamber 4.5 x 1.4cm. In place within right cornu is a metallic essure wire. A second wire is found lying free within the specimen container. Vague cystic-appearing areas present within the myometrium surrounding the embedded essure wire.. Ultrasound pelvis - on 04-jan-2017: heterogenous echotexture noted to myometrium. Two cystic areas within fundal uterus measuring 9mm and 1.0cm. Endometrium irregular, fluid within canal measuring 5mm. Left ovary complex cyst measuring 2.2 x 1.7 x 1.7cm. Free fluid noted.. Lot number: 12475788 manufacture date: 2011-01 expiration date: 2013-12. Lot number: 789026 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('vague cystic-appearing areas present within the myometrium surrounding the embedded essure wire') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. 12475788, 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, hair loss and vaginal haemorrhage. Concurrent conditions included overweight. Family history included renal disease (father.) And thyroid disorder (mother.). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced pelvic pain ("pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/exhaustion") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts/cysts on ovaries"), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("pain: low back") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with ibuprofen and surgery (ablation on (B)(6) 2014 and on (B)(6) 2018, hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dysmenorrhoea, alopecia, uterine leiomyoma, weight increased, back pain and endometriosis outcome was unknown, the menorrhagia, vaginal haemorrhage, dyspareunia and ovarian cyst had resolved and the pelvic pain and fatigue was resolving. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at time of essure placement: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: (as per pfs): total bilateral occlusion. (As per mr):occlusive essure devices.. Pathology test - on (B)(6) 2018: attached to left fallopian tube at fimbriated end is a cluster of thin-walled clear fluid-filled paratubal cysts up to 0.6cm greatest dimension. Left ovary sectioning reveals polycystic cut surfaces. Uterine serosal surface with scattered areas focal hyperemia, along with prominent bulging subserosal tan fibroid nodule 2.5cm greatest dimension. Cervical os bivalving reveals congested endometrial chamber 4.5 x 1.4cm. In place within right cornu is a metallic essure wire. A second wire is found lying free within the specimen container. Vague cystic-appearing areas present within the myometrium surrounding the embedded essure wire.. Ultrasound pelvis - on (B)(6) 2017: heterogenous echotexture noted to myometrium. Two cystic areas within fundal uterus measuring 9mm and 1.0cm. Endometrium irregular, fluid within canal measuring 5mm. Left ovary complex cyst measuring 2.2 x 1.7 x 1.7cm. Free fluid noted.. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received. Event injury nos was replaced with the new events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pain, ovarian cysts and fibroids, weight gain, pain: low back, endometriosis. Event added from mr: vague cystic-appearing areas present within the myometrium surrounding the embedded essure wire. Event outcome was added for the events: pelvic pain, abnormal bleeding (vaginal, menorrhagia), fatigue, ovarian cysts, painful intercourse. Lot no. Was added. Lab data and reporter's information was added. Concomitant and historical conditions, treatment drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.